Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was initially implanted into the rv septum with acceptable measurements. However, the physician did not feel the position was ideal due to the pressure of the valvular opening and closing and decided to attempt to position the lead in the rv apex instead. The physician tried three positions in the rv apex but the lead showed high impedance and high thresholds. The lead was explanted and an additional lead was attempted. Ultimately, the physician placed a new lead in the rv septum. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the outer insulation breached/cut, and that allowed blood ingress on the proximal conductor. The insulation breach caused at implant contributed to the complaint of high thresholds.